Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient noticed his ins charged quicker than normal, noting it only took 25-30 min and they were then seeing ins charge sufficient screen. The patient inquired if they did something wrong or if there was an issue with the battery status indicator. The caller noted the patient typically charges once a week for two hours. They did not know that battery percentage when they started charging the ins. The patient checked the ins while on the phone and it showed the ins was off. The patient was not aware the ins was off. It was reviewed that the ins depletes slower when the ins is off and could explain the fast recharge time. No symptoms were reported. No further complications were reported/anticipated.